Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode: krd/hcg. The initial reporter phone: (B)(6). The initial reporter email address is not available / reported. Physical manufacturer name: codman and shurtleff inc., dba depuy synthes products, inc. (B)(4). [Conclusion]: the healthcare professional reported that during, the 1mm x 4cm galaxy g3 mini coil (glm910040 / l15238) was used with the excelsior® xt-17¿ microcatheter (stryker), but the coil could not be inserted into the microcatheter. It was replaced with another 1mm x 4cm coil and the procedure was completed. There was no report of any patient adverse event or complication as a result of the reported issue. The 1mm x 4cm galaxy g3 mini coil was returned for evaluation. The investigational finding is documented below. Investigation summary: the 1mm x 4cm galaxy g3 mini coil was received contained in a pouch. Visual inspection was performed. The hub was inspected and found without any damage. The device positioning unit (dpu) was inspected and was observed in good condition. The introducer was inspected and was observed zipped and in good condition. The resheathing tool was also observed in good condition. Microscopic inspection was performed. The v-notch was in good condition. The resistance heating (rh) coil was observed in good condition with no evidence that it had been heated. The embolic coil was inside the introducer; it was inspected and observed damaged with some residues of dried blood and saline solution. Functional evaluation of the return device was precluded. The embolic coil was observed damaged and stuck inside the introducer with residues of dried blood and saline solution. A review of manufacturing documentation associated with this lot (l15238) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The reported issue documented in the complaint that the 1mm x 4cm galaxy g3 mini coil could not be inserted into the microcatheter could not be confirmed through functional evaluation; the condition of the return device precluded it from undergoing evaluation. The exact cause of the issue could not be conclusively determined. The residues of dried blood and saline solution observed on the embolic coil suggest that at one point, the coil was used and did advance through the microcatheter. The residues of dried saline solution suggest a sufficient flush may not have been maintained through the microcatheter; this may have been the cause of the issue reported, that the coil could not be inserted into the microcatheter. The coil damage was not originally reported in the complaint. The damage condition of the coil may have been caused by force during procedural handling during the attempt to insert / advance the coil through the microcatheter; it may have also been during the handling of the device in preparation for shipping the device back for evalulation. The exact cause of the damage coil condition cannot be determined. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 1mm x 4cm galaxy g3 mini coil left the manufacturing facility with the damages observed on the embolic coil. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during, the 1mm x 4cm galaxy g3 mini coil (glm910040 / l15238) was used with the excelsior® xt-17¿ microcatheter (stryker), but the coil could not be inserted into the microcatheter. It was replaced with another 1mm x 4cm coil and the procedure was completed. There was no report of any patient adverse event or complication as a result of the reported issue. The 1mm x 4cm galaxy g3 mini coil was returned for evaluation which revealed that the embolic coil was observed damage. Based on the product analysis on 12/3/2019, this event has been deemed MDR reportable as a ¿malfunction.¿